Event description:
It was reported that the patient had the inflatable (B)(6) removed as it would not inflate due to a break that was identified in the tubing that was attached to the pump. A new inflatable (B)(6) consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.